Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was also reported that the rv lead exhibited oversensing of t waves, and the implantable pulse generator (ipg) was pacing below the programmed lower rate. The ipg and rv lead both remain in use. Reprogramming intervention is planned. No further patient complications have been reported as a result of this event.